Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the impendence of the lead was high and the guidewire couldn't be inserted into the lead completely. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies. X-ray inspection found the returned stylet was fully inserted inside the lead and no anomalies noted.